Manufacturer narrative:
Initial 2 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three adhesive issue events on (B)(6) 2026. The patient reported that infusion set fell off during use. The infusion set was in use for few hours. The patient replaced infusion sets and resumed insulin successfully.